Event description:
The customer reported a sys lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc power supply was evaluated and adjusted. The transformer strapping was also adjusted to meet the incoming line voltage. The sys was tested and found to be working as intended and returned to svc.